Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, the device had unknown issue. However, it was reported that there was a blood loss of 500cc or more due to the product problem.

Event description:
According to the reporter, while firing during a laparoscopic procedure, the device misfired. It was also reported that there was a blood loss of 500cc or more due to the product problem. Another device was used to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the tissue was clamped, the surgeon had pushed and released green button and trying to fire the reload, but it did not fire. Spring mechanism which moved knife further and was unable to work. This resulted to blood loss of 500cc. Another reload was used to complete the case.